Manufacturer narrative:
Product analysis the device was received with the external slider partially retracted. The stent graft had been deployed prior to receipt of the device, however the freeflow struts had not been released and were still captured on the tip capture spindle. The graft cover had been closed as far as the tip capture spindle. A bend and deformation was evident to the shaft. A bend was evident to the tip. The rear handle was opened and severe kinks were noted to the peek tubing proximal to the tip-capture t-bar. No other deformation evident to the remainder of the device. Additional information received; it was reported that the third stent graft is planned soon for prevention of a potential distal endoleak, when the patient's kidney function improves. It was confirmed that the kidney issue is not related to the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was clarified that the physician made several attempts to deploy the covered stent graft using the blue slider; however, deployment was unsuccessful. The stent graft was also attempted to be deployed in vitro on the operating table. A medtronic stiff guidewire (confida, gwbc30) was used during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to coding; h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film analysis the reported "deployment/expansion issue" of the valiant captivia could not be confirmed on the limited films provided, therefore a cause can not be established. Lack of provision of procedural images showing the attempted deployment of the stent graft means that the reported deployment issue cannot be assessed. Lack of full pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Analysis of the returned still image did not reveal any out of specification stent graft integrity issues. Image analysis one still image was received for analysis. Image depicts the distal end of a valiant delivery system. A gap is evident between the graft cover and tip, the graft cover does not appear to have retracted over the stent graft. The reported deployment difficulties could be confirmed from the image provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a thoracic aortic aneurysm measuring 58 mm underwent a tevar procedure where three valiant captivia stent grafts were planned to be implanted. During the index procedure, after debranching of the supra aortic trunks were performed, an attempt to deploy the vamf4040c200te was made. The stent graft failed to open (the ring did not retract to release the stent graft) . The external slider was rotated by one third , the graft cover did not retract to release the stent graft ,several attempts were made but the same issue occurred. The device was removed. The device appeared normal before use. This resulted in only 2 of the planned stent grafts being implanted. Per the physician the cause if the deployment issue is undetermined. The patient remained alive with no injury. No patient complications have been reported as a result of this event.